Event description:
It was reported that the customer was hospitalized in april, but the customer did not mention if it was due to high or low blood glucose levels. The customer only mentioned that she was being treated with an IV. Attempted to call the customer for more information, but the number on file went to a recording. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.